Manufacturer narrative:
Philips service replaced the bios battery, and the system was restored to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a bios battery failure caused boot instability on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.